Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's home choice machine during the initial drain cycle of home patient's automated peritoneal dialysis therapy. Reportedly, the home patient neglected to connect transfer set to the patient line of the homechoice set until after the initial drain cycle had been initiated. Baxter's technical service center assisted the home patient in ending therapy early. The home patient setup with new supplies to complete therapy. Per the home patient, no patient injury or medical intervention was associated with this incident.